Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device report 2 of 2: reference MFR report: 1627487-2012-09748. The pt is implanted with two different model percutaneous leads. It was reported the pt had been experiencing ineffective stimulation coverage in the desired pain pattern since permanent implant. Pt is only receiving coverage in her arms. Pt indicated having a successful trial. Further f/u indicated the placement of the leads during the permanent procedure was difficulty and the physician was unable to position the leads identical to the trial. Multiple reprogramming attempts have been made to no avail. The pt continues to work with her physician to determine a resolution to the issue.